Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) was unable to boot up. It was noted that the epg booted up normally. Additionally, it was noted that when the battery was removed, the epg automatically shut down after twenty seconds. It was also noted that the epg's battery cover was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to boot up. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.